Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving intrathecal morphine (concentration and dose unknown) via an implantable pump for spinal pain. It was reported the patient wanted help in getting medication for her pain pump. She called the hospital earlier and was told that she¿ll get her medication on (B)(6) 2022. She said she could not wait that long as she was in a lot of pain. She requested for someone to come to her house and help her. It was further reported that the pump started doing the critical alarm "maybe last week" then states "for days" then "I have no idea how many days". The patient was supposed to have the pump filled, but did not know when it was supposed to have it filled, and now she was out of medication. It was noted the patient was in so much pain. The clinic told her they could not get her in until (B)(6) 2022 to fill the pump. The patient had oral medications but they were not helping at all. It was noted the home health nurse was there and heard the alarm. The patient had morphine in the pump "but since implant it was not helping her pain much at all". The patient wanted to talk to the doctor about getting a different medication. It was reported the doctor was not listening to her and she had been unable to contact them. The patient was redirected to their healthcare provider to further address the issue.